Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
When using esie valve automation, the image sector was pushed out of rpes during alignment. The aorta model was outside of the image sector. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the cause for the device problem (esie valve automation failure) was due to a software bug that pim process cannot handle two simultaneous captures in same process due to static shared data that are used in imagestore, and also due to singapore. This issue was investigated by engineering. The issue was solved in a future software release for the sc2000 ultrasound system.

Event description:
Additional information was received and it was reported that during equipment alignment testing and prior to a transesophageal echocardiography (tee) for an interventional procedure, there was a failure of the esie valve automation. Reportedly, the aorta model was noted to be outside of the image sector and the patient had a very small aortic annulus; however, the procedure was completed with the same equipment. It appears that the misalignment occurs on the images that are full depth full volumes versus res images.there was no delay and there was no need to repeat the procedure. There was no patient or user injury reported. It was further reported that following the procedure, the error reoccurred during post-procedure testing.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), update/correct the brand name of the device (see section d1), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), correct the device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.